Event description:
Technician alleged that the head of the bed is slowly drifting down. No patient impact.

Manufacturer narrative:
The technician found that the cardio pulmonary resuscitation is working. The technician replaced the head up and down valves to resolve the issue.